Event description:
It was reported that while placing a screw for an l4-s1 posterior lumbar fusion , the head of the screw got caught on the tissue retractor. The surgeon applied excessive force to the screw, which sheared the threads from the inside of the matrix polyaxial screw and sheared open the threads on the holding sleeve. A new screw was loaded on another holding sleeve and screw was placed. Also, during separate part of the procedure, the surgeon was adjusting the depth of the pedicle screw and tried to back it out. The pressure on the screw was significant enough to cause, the tip of the stardrive shaft to break off inside the screw. The tip of the stardrive shaft was retrieved. A new driver was used and surgeon was able to back out the screw in order to add the rods and locking caps for completion of the procedure. This is report 3 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed the drive end of the screwdriver is broken off. The piece that broke off was returned with the complaint. The design has been evaluated and has been determined to be acceptable for the intended use. The material of the screwdriver shaft is an appropriate material for an instrument of this type. The tip is a t25 stardrive and is designed to be used with the matrix screws and locking caps and fit inside the holding sleeves and other instrumentation in the system. The design has been demonstrated, when fully inserted into the recess, to withstand torques in excess without deformation or breakage. The technique guide specifies that final tightening of the locking caps should only be performed with a calibrated, synthes 10 nm torque handle with a caution that states never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur. Based on the details of the complaint condition and evaluation of the returned part, there is no indication of a design related issue. See the attached evaluation documenting the updated risk analysis and occurrence calculations. The deformation on the tips indicates that the driver was used for loosening and it does not appear from the damage that the torque limiting attachment was used as directed. Evaluation of the design indicates that it is acceptable for the intended use. Therefore, it is concluded that the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 3 of 3 for complaint (B)(4).